Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The customer indicated to the customer technical support that they initially began receiving wash collar errors. The fse inspected the instrument and found a broken aspirate probe #1 which resulted in no aspiration from some reaction vessels leaving residual wash buffer. This would cause falsely elevated or falsely lowered results. Further investigation of the wash collar vacuum errors indicated that they were caused by the duckbill being pierced by the broken probe. Aspirate probe #1 was replaced and all hardware verification testing passed. The fse found that the probe had been installed incorrectly by a technician, who had performed maintenance on (B)(4) 2008, and over time, it was bent until the aspirate probe's tip was broken off. Customer error is the cause for this event. This is 35 of 46 separate MDR reports related to 46 patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-03776, 03777, 03778, 03779, 03780, 03781, 03782, 03783, 03784, 03785, 03786, 03787, 03788, 03789, 03790, 03791, 03792, 03793, 03794, 03795, 03796, 03797, 03798, 03799, 03804, 03805, 03808, 03811, 03813, 03816, 03817, 03818, 03819, 03820, 03821, 03822, 03823, 03844, 03845, 03846, 03847, 03848, 03849, 03850, 03851, 03852 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous results on multiple assays generated on a unicel dxi 800 access immunoassay system for forty six patients. The initial erroneous results were reported outside the laboratory. The customer re-ran the samples on a different instrument and the results were different and the corrected report were sent out of the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.